Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was deployed and therefore not returned with the balloon. The balloon cone profiles & balloon main body were reviewed and analysis concluded that the balloon was disturbed & disrupted and subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously been manipulated. A visual and tactile examination found one hypotube kink 53mm proximal to the midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed slight signs of damage at the distal edge. A visual and tactile examination found compression failure damage (accordioned) on the outer and inner lumen 73mm distal to the port weld as well as damage to the inner close to the distal markerband where the lumen was stretched and flattened. This type of damage is consistent with excessive tensile force being applied to the delivery system. The midshaft was also stretched along its length. A 0.014¿ guidewire could only be inserted as far as the distal markerband due to the damage noted on the inner and therefore the device could not be inserted through the guide catheter. The complaint report stated that the joker wire would be sent for analysis however it has not been received. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter was entrapped on a guide wire. The target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery (lad). A 6fr cls4.0 mach1 guide catheter was introduced and a non bsc guide wire crossed the lesion. A 28x3.00mm promus premier¿ stent was then fully deployed in the target lesion without problem and post dilated a few times. When an attempt was made to remove the stent delivery system (sds), resistance was encountered. The physician then attempted to remove the sds by moving it back and forth but the sds and the guide wire became stuck and moved together. Both the sds and the guide wire were then removed as a unit to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the catheter was entrapped on a guide wire. The target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery (lad). A 6fr cls4.0 mach1 guide catheter was introduced and a non bsc guide wire crossed the lesion. A 28x3.00mm promus premier¿ stent was then fully deployed in the target lesion without problem and post dilated a few times. When an attempt was made to remove the stent delivery system (sds), resistance was encountered. The physician then attempted to remove the sds by moving it back and forth but the sds and the guide wire became stuck and moved together. Both the sds and the guide wire were then removed as a unit to complete the procedure. No patient complications were reported and the patient's status was good.